Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. A batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm (air in line) was not confirmed due to lack of sample. The cause was undetermined. A batch review was not performed due to unknown lot number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in the set) during therapy on the home choice (hc). The hp was no longer connected and the setup was disconnected. The technical services representative (tsr) reviewed the possible causes and referred the hp to the registered nurse (rn). Product surveillance contacted the hp on (B)(6) 2011 regarding the system error 2240 alarm. The hp stated she didn't disconnect at any point during therapy and the setup looked okay. The hp did not set up with new supplies that night and did not follow up with her pd rn. Product surveillance explained the alarm and advised the hp to let her pd rn know about the alarm and missed therapy. The hp resumed therapy the following night on the cycler without problems. There was patient involvement. No patient injury or medical intervention was reported.